Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the patient's first radiotherapy session, it was difficult to interrogate the device; however, interrogation was possible in a different room. Prior to the next radiotherapy session, interrogation was not possible in the first room, but was able to performed after three attempts in the second room. On the radiotherapy session day, it took multiple attempts in the second room to interrogate the device. On another radiotherapy treatment day, the device was noted to have lost all wireless telemetry and detections were noted to have invalid data. A different programmer was able to interrogate the device. The device remains in use. No patient complications have been reported as a result of this event.